Event description:
During diagnostic laparoscopy the insulating coating of the bipolar coagulating curved scissors fell off. Surgeon was unable to retrieve ceramic piece. MFR has notified co that the component that separated is zirconia ceramic which has been tested to biocompatibility standards. It was also noted that this product complaint has occurred before with a product recall in 5/94, however, the lot number recalled were not the same.